Event description:
Determined to be reportable based on analysis completed on (B)(6) 2012. It was reported that during preparation for a stenting treatment procedure a kink in the catheter was noted. The promus element plus,mr,us 2.50x20mm stylet was stuck and with force was able to remove it. The tip of the catheter was bent. Completed the procedure with another of the same device. No patient complications were reported and that patient's status is unknown. Device analysis revealed stent movement on the balloon.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination found that the tip was stretched and severely damaged. The mandrel was not returned with the device. This type of damage is consistent with the mandrel getting stuck inside the tip and the mandrel being pulled on in order to remove the mandrel. The distal end of the stent had moved distally by 1mm. There was no damage noted to the stent. Several kinks were noted along the length of the device. The inner and guidewire lumen was accordianed shaped. This damage is consistent with the mandrel being pulled on causing the shaft to damage. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).